Event description:
Product complication: shaping ribbon separation time of complication: during opening of the packaging symptoms: none it was reported that after the device was taken out of the packaging the tip was protruding from the prep chamber and when trying to flush the device the tip was damaged. There was no pt involvement. This is being filed as a malfunction based on the returned product eval that revealed that the guide wire shaping ribbon was separated.